Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Event description:
Patient's representative reported left side itching, small rupture, discrete undulations in the contour and folds, minimal amount of free intracapsular fluid via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, d4, g2, h4.

Event description:
Healthcare professional later reported left side capsular contracture baker grade ii.

Event description:
Device has been explanted.